Event description:
Hospital secretary called to report a hospitalization for low blood glucose. The current blood glucose reading is 239 mg/dl. The blood glucose at the time of admission was 39 mg/dl. Customer had taken 48 units of insulin to treat a high blood glucose of 290 mg/dl. During troubleshooting, the time is incorrect. Customer had an x-ray, customer removed battery out of the insulin pump and did not reset the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.